Manufacturer narrative:
Analysis of the suspect interface (umbilical) cable was completed by medtronic personnel. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.the software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. However, results of the evaluation are not available at this time.

Event description:
A medtronic representative reported that, when attempting a 3d image acquisition, the imaging system entered stand alone mode. Restarting the system resolved the reported issue. The reported issue occurred during a spinal fusion. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
An interface (umbilical) cable for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system would enter standalone mode when enter standalone mode when the interface (umbilical) cable was connected to a known operational imaging system. Testing on the cable found that the gbit cat cable was shorter than designed, which resulted in failed bench testing.